Event description:
Customer reported the orbital brake is not holding. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the friction roller. System operates as intended. This MDR is related to ge healthcare complaint number.